Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, low sensing resulting in post-sensed t-wave oversensing was noted on the right ventricular (rv) lead. Noise resulting in pacing inhibition was also noted on the rv lead. Technical support was contacted and provided recommendations to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular (rv) lead was capped and replaced. The patient was in stable condition following the procedure.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.